Manufacturer narrative:
The review of the DHR indicated that the device lot met all established performance criteria prior to shipment. No pt injury reported. Conclusion: it appeared that mfg steps were followed, however based on the observed device malfunction, a mfg defect appears to be the cause.

Event description:
Post procedure the vascade device was inserted. Temporary hemostasis was achieved. The key was inserted into the device and the tech attempted to pull back the black sleeve. At this point, the tech noticed the device looked odd. The collagen was unable to be exposed. When disc was collapsed the device removed it was observed that the black sleeve had separated proximal to the white marker band and was still on the wire not allowing the collagen to be exposed. They reverted to manual compression and the hemostasis was achieved with no issue. Pt discharged.